Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 400 mg/dl to 500 mg/dl and currently experienced a low blood glucose. The customer was assisted with troubleshooting. The customer was treated with insulin pump and manual injection for high blood glucose level and food and toast for low blood glucose level. The device will not be returned for analysis.